Event description:
Per importer's MDR: it was reported the rear caster wheel of the 66500 rollator broke while the patient was using it. The patient fell but was able to catch himself on a nearby object. The patient did sustain bruising to his elbow. No further patient complications were reported as a result of this event.